Event description:
The hospital reported that the white pad from inside the accessrail platform blade, fell off during off-pump open heart bypass procedure. No information was provided whether the padding detached inside or outside the patient. No patient complications were reported.